Event description:
The customer called asking how to obtain retrospective data for a pt that had an incident on a previous date.

Manufacturer narrative:
The customer called asking how to obtain retrospective data for a pt that had an incident in 2008. The response center (rc) representative provided assistance to the customer via telephone explaining how to determine if data was saved on discharge and how to check the transfer window. Communication with the biomedical engineer on 04apr08 and 22apr08 revealed that the pt died. The engineer stated that no malfunction of the philips equipment occurred. It was determined that the alarm settings were set incorrectly so that pages were not being sent to the nurse. They were able to pull the old info from their data logs for review which demonstrated that the philips equipment alarmed appropriately. The engineer indicated that the cause of this incident was a deviation from hospital procedure by staff. He did not have any add'l info on the occurrence and/or the pt, however, he had been told that the pt's death was most likely not preventable. Though there was delay in treatment, there is insufficient info to indicate whether or not the death was preventable. In addition, the paging system was being used off label as a primary alarm source. The IFU for the paging accessory adequately described the use of paging as a secondary alarm info source only. The central station IFU adequately described alarming. No device or labeling malfunction occurred. No further investigation/action is warranted.